Event description:
It was reported that the patient with this artificial urinary sphincter (aus) only experienced approximately a 25 percent reduction in incontinence post-implant. Cystoscopy determined that the cuff was not fully coapting, but the reason was unclear. A revision surgery was performed and it was found that the cuff was not latched. The device was explanted and replaced. No further patient complications were reported.